Manufacturer narrative:
Technician found that the unit would brake but casters would swivel slightly with added force. Replaced all four brake casters to resolve this issue. Unit located in basement.

Event description:
Complaint alleged that the unit would brake but casters would swivel slightly with added force.